Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. Dilatation was tried to perform using a 2.5mm x 220mm x 150cm coyote balloon catheter but the device was unable to cross the lesion area. The procedure was completed with a different device and no patient complications were reported.